Manufacturer narrative:
Added information to d4, h4, h6. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature reviewhave shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Based on the information available, the most likely root cause is patient factors, implant duration 7-10 years.

Manufacturer narrative:
Added information to b2, b5, h6.

Event description:
Edwards received information that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of eight (8) years and nine (9) months due to structural valve deterioration and aortic regurgitation. Degree of aortic regurgitation was severe. The patient presented with heart failure and dyspnea on effort. The valve-in-valve procedure with a 26mm sapien 3 ultra resilia valve was performed successfully. The patient left the operating room with stable condition. The patient final outcome was not provided by the doctor. This is an 80-year-old male patient with history of aortic stenosis s/p aortic valve replacement.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of eight (8) years and nine (9) months due to structural valve deterioration and aortic regurgitation. Degree of aortic regurgitation was severe. The patient presented with heart failure and dyspnea on effort. The valve-in-valve procedure with a 26mm sapien 3 ultra resilia valve was performed successfully. The patient left the operating room with stable condition. The patient final outcome was not provided by the doctor. This is an 80-year-old male patient with history of aortic stenosis s/p aortic valve replacement.